Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain and cloudy effluent. The cause of the suspected peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotic injections (drug names, doses, routes, frequencies, and durations not reported) for suspected peritonitis. Action taken with dianeal and extraneal therapies was not reported. At the time of this report, the patient remained on antibiotic therapy and patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal dialysis (pd) effluent was clear and the patient was recovered from the event of suspected peritonitis. Should additional relevant information become available, a supplemental report will be submitted.